Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was clarified that the reason the pump was removed was regarding end of battery life. It was indicated that there were no clinical issues identified. The patient did not experience any symptoms. Regarding troubleshooting or diagnostics performed related to the device removal, it was noted that there were no issues. The patient¿s weight at the time of the event was (B)(6).

Manufacturer narrative:
Analysis of the pump found battery high resistance/lab failure. The pump was included in the potential battery performance population. Interrogation of the device revealed it contained baclofen. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump device was returned for analysis after ¿replacement only.¿ the patient was receiving an unknown intrathecal medication via an implanted pump for intractable spasticity and multiple sclerosis. Further information was not provided. No further complications were reported/anticipated or expected.